Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. After replacing cmos battery on the system and reconfiguring the bios, the imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the medtronic imaging system was displaying "system booting please wait." The medtronic representative restarted the system several times with no change. The surgical team determined that the medtronic imaging system was not an option and discontinued troubleshooting when it was time to acquire images. A different system was brought in, causing a 10 minute delay.